Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The customer's reported issue (broken forceps elevator wire) was confirmed and found to be due to mechanical/chemical stress applied to the device by repeated use over time. In addition, service found the bending section cover was worn, the connecting tube was wrinkled, the image guide protector was cut, the control unit and the right/left knob was dirty, the bending angle in the down/right direction was out of specification, and there was play in the up/down knob due to wear of the angulation wire, the forceps elevator angle was out of specification due to cut in the forceps elevator wire, water removal ability was out of specification due to deformation of the nozzle, the light guide lens was chipped, and multiple parts of the device were scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device had a broken forceps elevator wire. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in the forceps elevator). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide the customer contact information. Updated e1, e2 and e3.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation and to correct to g3 of the initial medwatch. Date of event is 12-feb-2022. The reported event was found during mechanical lithotripsy. The intended procedure was successfully completed with replacing similar device. There was no clinically relevant prolongation of the procedure due to the defect. There was no injury or other harm for the patient. Correction to g3 of the initial medwatch. The aware date should be 02-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found the following. Objective lens has a scratch. Forceps elevator wire is completely cut off. Adhesive on the bending section rubber has scratch. The bending section rubber has wear. Connecting tube has a scratch and a wrinkle. Image guide protector has a cut. Control unit is dirty. Angulation knob is dirty. Universal cord has a scratch. Due to wear of angle wire, bending angle in down/right direction does not meet the standard value. Due to cut on forceps elevator wire, forceps raising angle does not meet the standard value. Due to deformation of nozzle, water removal ability does not meet the standard value. Light guide lens has a chip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause was not able to specify. There was a possibility that the reprocessing steps recommended in the instructions were not performed completely due to the forceps elevator not working caused by breakage of the forceps elevator wire. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The reported event was found during mechanical lithotripsy. The intended procedure was successfully completed with replacing similar device. There was no clinically relevant prolongation of the procedure due to the defect. There was no injury or other harm for the patient.